Manufacturer narrative:
Reported event of premature discharge of battery was confirmed. The device was at elective replacement indicator (eri) level upon receipt. Device was cut open, which revealed device battery voltage was at eri level. A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and high current drain was noted. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the implantable cardiac monitor exhibited premature battery depletion. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2026. The patient was in stable condition.